Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system with a dexcom g7, with the sensor reading 331 mg/dl and a confirmatory fingerstick reading 344 mg/dl; the user¿s caregiver disclosed that meal announcements were missed, and the user had eaten shortly before contacting support. Symptoms included no reported clinical symptoms. Outcomes included no alerts or alarms and no need for medical intervention or hospitalization. Investigation included troubleshooting and user education focused on proper meal announcement timing to prevent postprandial hyperglycemia and avoid late announcements that could cause hypoglycemia. Investigation of this case revealed user error related to missed meal announcements; the device and sensor appeared to function as designed based on concordant glucose values and absence of device alarms. It was concluded, based on previously established findings for similar reports, that the cause was user technique and adherence issues with meal announcement practices.